Event description:
It was reported that base hardware failure event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed broken top of case on lower right corner. Cracked battery door. No damage on bottom case. Left plunger head is cracked by screws. Customer?s reported issue was duplicated during power-up process. The root cause of the reported issues was found to be caused by a flux of contaminate caused by the supplier. Actions taken to mitigate the reported issue: replaced interconnect board. A corrective and preventative action has been opened to address the reported issue.